Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4) the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath, and a guidewire. It was reported that the patient had stenosis. During the procedure, the physician completed ten passes using the cat7 and the lightning bolt aspiration tubing. While completing the next pass, the physician retracted the cat7 and noticed that the cat7 appeared to be fractured at the midshaft within the sheath under fluoroscopy. It was reported that the fractured part of the cat7 did not retract with the rest of the cat7. The sheath was then cut at access site and the fractured cat7 was removed. After removal, the physician noticed that there were multiple kinks along the length of the cat7. The procedure was completed using a thrombolytic catheter. There was no report of an adverse effect to the patient.